Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic). The patient has frequent premature ventricular contractions (pvc). There was also noise noted on the right atrial (ra) lead with arm movement, causing multiple mode switching and far field r-wave (ffrw) oversensing observed on the atrial egm during an atrial high rate episode. Both of the leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated atrial oversensing. High number of atrial short interval counts average per day. Atrial impedance values are within range. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).